Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This report will be updated when investigation is completed. This event occurred in (B)(6).

Event description:
Allegedly during the course of 2011, the patient began having increased discomfort in the right hip region. The hip was revised in (B)(6) 2011.